Event description:
A surgical coordinator reported a pt that cannot tolerate the glare and halos that he was experiencing following bilateral intraocular lens (iol) implant surgeries. In a follow up, the surgeon reported both lenses were exchanged. The event resolved following the exchange procedures. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4).